Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the main lamp didn't light due to a faulty igniter and the power unit failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the xenon light source had error e103. The issue was found during preparation for use. The intended diagnostic procedure was laryngoscopy examination, which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that main lamp did not light was caused by the defective printed circuit board and error code e103, could not be presumed. Olympus will continue to monitor field performance for this device.